Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodgement without significant movement of the patient. The lead was explanted and a new one was implanted. Should additional information become available this report will be updated.